Event description:
It was reported that stent damage occurred. A 38 x 4.00 promus elite drug-eluting stent was advanced for treatment. However, while advancing the device, the stent got deformed. Another stent was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 4.00mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer dimension at the time of manufacture was 0.0484. This is within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 38 x 4.00 promus elite drug-eluting stent was advanced for treatment. However, while advancing the device, the stent got deformed. Another stent was used to complete the procedure. No patient complications were reported.